Manufacturer narrative:
The manufacturer did not receive the devices, x-rays, or the surgical reports, although pictures were provided for review. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. The cause of these events cannot be ascertained from the information provided, but once more information is received or that the products are received and investigated, an updated reported will be submitted. (B)(4).

Event description:
It was reported that the patient received a cocr femoral head 28/0 'm' 12/14, durasul alpha insert with rim jj/28, allofit-s alloclassic shell 54/jj and wagner cone prosthesis 135/18, left side, on (B)(6) 2012. Swelling in left buttock, presented 2 years after complex thr for crowe 3 dysplasia left hip. MRI showed pseudotumour involving gluteal muscles in relation to the hip replacement. According to the report received, the patient was suffering from pain. On (B)(6) 2014, the patient underwent revision surgery for excision of necrotic tissue. During surgery, pseudo-tumour were seen. The acetabular liner (durasul alpha liner) was removed together with the screws and the polar plug. The metal head (cocr head) was also removed. A new poly liner and a ceramic head were inserted. No indication of taper corrosion to the naked eye. The allofit shell and the wagner cone were not revised.